Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-04 reporting that there was something in the first surgery that went wrong. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the doctor said that there were some difficulties during the implant surgery. It was reported that the patient had some scar tissue and that the cable/wire was bent. No symptoms or complications were reported.